Event description:
Pt for outpatient procedure-laparoscopic cholecystectomy. Physician applied ethicon ligaclip to gallbladder bed. Clips tested prior to use and functioned properly. During surgery, clips started popping off gallbladder bed. Pt started bleeding excessively. Laparotomy performed and bleeding stopped. Clips were checked again after surgery and seemed to be functioning . Pt received transfusion and had an uncomplicated inpatient stay.